Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that the patient developed thrombosis in the iliac limbs and was treated with stents and balloons.